Event description:
It was reported that a perforation with subsequent pericardial tamponade and patient death occurred. The patient was undergoing a left atrial appendage (laa) closure procedure in a hybrid surgical room. The patient was intubated and sedated. The transesophageal echocardiogram (tee) prior to the procedure revealed an existing pericardial effusion in the laa. The transseptal puncture (tsp) was performed and then they exchanged the tsp device for the watchman truseal access system (was) over the guide wire. The anatomy was noted to be less difficult with only one lobe. The 'was' was "deep introduced" and was protected by a non-bsc pigtail catheter. A 27mm watchman laa closure device & delivery system (wds) was chosen and prepared. Then the non-bsc pigtail was retracted and the was made a little jump into the wall of the laa. In that moment the wds was introduced into the was. The tee physician reported pericardial tamponade occurred; the wds was still inside of the was. It was recognized angiographically that the tip of the 'was' was outside the heart shadow. The 'was' was quickly retracted and the closure device was deployed to close the laa as soon as possible. Three partial recaptures were needed to bring the closure device into an acceptable position and it was released. Meanwhile the patient became unstable. A pericardial puncture was performed and 400ml of blood was drained. Initially 10,000 units of heparin had been administered and then at this point 7,000 units of protamine was administered. The bleeding was stopped and the patient was stable for a few minutes. However, the patient became unstable again and reanimation was necessary. After a blood transfusion, intensive care and ongoing heart pressure massage for over 40 minutes, the decision was made to stop the intervention and the patient ultimately passed away in the room.

Event description:
It was reported that a perforation with subsequent pericardial tamponade and patient death occurred. The patient was undergoing a left atrial appendage (laa) closure procedure in a hybrid surgical room. The patient was intubated and sedated. The transesophageal echocardiogram (tee) prior to the procedure revealed an existing pericardial effusion in the laa. The transseptal puncture (tsp) was performed and then they exchanged the tsp device for the watchman truseal access system (was) over the guide wire. The anatomy was noted to be less difficult with only one lobe. The was was "deep introduced" and was protected by a non-bsc pigtail catheter. A 27mm watchman laa closure device & delivery system (wds) was chosen and prepared. Then the non-bsc pigtail was retracted and the was made a little jump into the wall of the laa. In that moment the wds was introduced into the was. The tee physician reported pericardial tamponade occurred; the wds was still inside of the was. It was recognized angiographically that the tip of the was was outside the heart shadow. The was was quickly retracted and the closure device was deployed to close the laa as soon as possible. Three partial recaptures were needed to bring the closure device into an acceptable position and it was released. Meanwhile the patient became unstable. A pericardial puncture was performed and 400ml of blood was drained. Initially 10,000 units of heparin had been administered and then at this point 7,000 units of protamine was administered. The bleeding was stopped and the patient was stable for a few minutes. However, the patient became unstable again and reanimation was necessary. After a blood transfusion, intensive care and ongoing heart pressure massage for over 40 minutes, the decision was made to stop the intervention and the patient ultimately passed away in the room. Device evaluated by MFR: returned product consisted of the watchman truseal access system with a dilator snapped into the sheath. The device was bloody. The dilator was removed during lab analysis. The hub, valve, sheath and tip were microscopically and visually inspected. Inspection revealed tip damage (misshapen/delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.